Event description:
The manufacturer received information alleging half of ventilator's display was blank. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging half of ventilator's display was blank. The device was not in patient use. The device was returnd to a third party service center for evaluation and the customer's complaint was confirmed. The device's display, display board, and display interface needs to be replaced to address the issue.